Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that the patient underwent a left shoulder surgical procedure to treat a proximal humerus fracture. Allegedly, the patient had sudden onset of anterior shoulder pain approximately 6 years post op. The patient underwent a revision surgery 3 months later to remove 2 anterior base screws, biceps tenodesis and debridement of labrum. (No new hardware was implanted.)